Manufacturer narrative:
Device evaluation: the device has not been returned. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that patient called about an alarm he had on his pump. He powered it off, had him turn it back on, still has no disposable alarm. He has taken the cassette off, rub tubing depressing the green clamp and tap on a hard surface x 2. Replace cassette, turn back on. Still has no disposable alarm. Reminded him he needs to clamp line before taking. Had him clamp tubing, depress green clamp, tap on hard surface and replace cassette, turn on. Still has no disposable alarm, he states he is going to go to his clinic to have them fix it or give him a new pump. Pump powered back off. No patient injury was reported.